Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the ua07 was a failed load cell, likely attributed to failed component(s) or mishandling, such as a drop. Upon visual inspection, no physical damage was observed. Upon powering on, a review of the archive showed that the autopulse platform displayed multiple ua 07 around the reported event date, confirming the reported complaint. The autopulse platform failed the functional testing due to ua 07 displayed upon powering up, confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization check indicated over-reporting of single-point load cell 2. The load cell was replaced to address the reported ua 07. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon powering on. The customer tried to clear the ua by re-aligning the manikin and replacing the lifeband, but the ua persisted. No patient involvement.